Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned product shows that the sterile packaging has been opened. A piece of the blister is still adhered to the tyvek lid as reported by the hospital. Additionally, the blister is broken and a hole can been seen in the blister. Review of the outer box/carton determined that the carton does not appear to exhibit any signs of impact damage or holes. The root cause of the reported issue is attributed to a manufacturing issue as the sealing die was misaligned during the seal process resulting in a defect/crack in the tray. Review of complaint history found no additional reports of this nature received for lot 075880. This device was manufactured prior to packaging validation activities which addressed this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
During a procedure, the tyvek did not peel away properly on the suture packaging. This did not cause patient injury or delay in the procedure.